Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, a device check showed similar electrical values to the previous day. However, the patient experienced pain. Echocardiogram confirmed a microperforation. The atrial lead was explanted and upon removal the patient confirmed the pain went away. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.